Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "(B)(6) was using the removal tool to remove the zero profile plate, because his trajectory of the draw rod was not aligned it caused the tip of the inner shaft to snap off inside the head of the screw. He then proceeded to use the gold driver to remove the screws. This incident did not effect the patient or the end result of the case."